Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer stated she was hospitalized for low blood glucose. No blood glucose reading was reported. Troubleshooting was done and the customer stated, he over estimated the amount of carbohydrates in a meal and over bolused. Nothing further was reported.